Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 152 days. Manufacturer's investigation: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient, who had ongoing gastrointestinal bleeding, had red blood in their stool on (B)(6) 2013 and near syncope for which the patient was admitted to the local emergency room (ER). There, the patient was transfused with 1 unit of packed red blood cells (prbcs). The patient was transferred to (B)(6) medical center (ibmc) and given an additional unit of prbcs. A colonoscopy on (B)(6) 2018 showed internal hemorrhoids. The colonoscopy will be repeated due to poor preparation. The patient was taking aspirin and warfarin at the time of the event. No further information was provided.